Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a modular metal on metal srom construct placed 15 years ago. Over the last several months she¿s developed a slight pain in her buttocks/left hip/pelvis. A mars protocol revealed slightly elevated levels of her metal ions. She is being revised today to extract the modular metal on metal liner to a poly liner. Index surgery approx. 15 years ago.